Event description:
It was reported that the catheter was detached. The target lesion was located in the distal left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, the device was detached at the cuff and catheter. The device was pulled out and the procedure was completed with another of the same device. No patient complications were reported.